Manufacturer narrative:
Ous MDR - in the returned state, the lead was destroyed and consisted of two lead fragments. The lead had been cut 12 cm distal of the connector pin, probably with a scalpel. The measurements of the direct-current resistances at the lead fragments did not show any anomalies. There were no indications of a material defect or manufacturing error. No insulation defect could be found at the lead fragments. The study of the program printouts showed a drop in r amplitudes starting in (B)(6) 2009. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after implantation time of about 3 months, artifacts were reported in the rv channel. No deterioration of the pt's state of health was reported. The lead was explanted.